Manufacturer narrative:
There is no allegation that the plates and screws used to fixate the cranioplasty implant did not function as intended. No products were returned for evaluation. The surgeon approved the designed patient matched cranioplasty implant, and the perfusion holes are not designed for blood clots. There are no indications of manufacturing defects. Blood clots are a known risk of any surgery and was not likely caused by the implant. The most likely cause of the blood clot is patient condition. Supplemental report two of two for the same event, reference 1032347-2015-00457-1. (B)(4).

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This report is for the screws used to fixate the cranioplasty implant; report two of two for the same event, see also 0001032347-2015-00457. Discarded.

Event description:
The sales associate reported a revision due to blood collecting under the cranioplasty implant and was unable to escape through the perfusion holes in the cranioplasty implant.